Manufacturer narrative:
The impacted product was received by the failure analysis lab on june 1, 2022. The investigation of the returned device was completed by the failure analysis lab on june 7, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior extending to the posterior view. In addition, a tear was identified within the crease/fold on the anterior view measuring approximately 1.0 cm the evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional information was received on june 8, 2022. In addition to the rupture reported initially, the patient also experienced breast pain. The left breast implant, originally thought to be ruptured, was discovered to be intact. This report relates to the right prosthesis. Replacement with mentor saline was performed with explant on (B)(6) 2022. Reason for device explant and/or reoperation: breast pain/rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with mentor smooth round moderate plus profile 550cc saline prostheses experienced bilateral deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-03851 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on april 14, 2022. Explant is scheduled for (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).